Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was failing the power cord resistance test. Additional information was received on 20jan2026: it was reported the customer is getting high resistance readings when performing "esi" testing. There was patient involvement, but the outcome is unknown. Additional information was received on 29jan2026: per email: the customer is having this issue with about 450 of the 480ish pcu¿s. The pcu¿s were implemented the end of (B)(6) 2025. The power cords are loose and if you wiggle the cord, they can get it to measure in spec. With out cord manipulation many of the devices are measuring over 1000 on resistance.

Event description:
It was reported that the pcu was failing the power cord resistance test. Additional information was received on 20jan2026: it was reported the customer is getting high resistance readings when performing "esi" testing. There was no patient involvement. Additional information was received on 29jan2026: per email: the customer is having this issue with about 450 of the 480ish pcu¿s. The pcu¿s were implemented the end of september 2025. The power cords are loose and if you wiggle the cord, they can get it to measure in spec. With out cord manipulation many of the devices are measuring over 1000 on resistance.

Manufacturer narrative:
Correction: describe event or problem. Additional information : imdrf annex b code and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported failed electrical safety test was not determined as device was not returned for investigation.